Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit will not start, power button doesn't work, and unit alarms are not functional. The key failure is the power switch has no alarm or power.